Event description:
Additional information received as patient reported that it was an year now that they had started experienced the ins dropped scenario, it slowly lowered in the butt cheek. Patient was experiencing lots of accidents with bowel and bladder causing frequent urination. Patient still had the ins off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient was having problems with incontinence of bowel and bladder. She was currently on program 4 at 2.1v. The patient was not currently feeling stimulation. The patient noted that she had not felt stimulation for a while but was getting help with symptoms. The patient confirmed that the therapy was on. While on the call that patient increased amplitude and was able to feel stimulation but stated the stimulation was uncomfortable. They decreased stimulation back down to 4.1v. They also changed to program 1 and increased stimulation to 1.4v and confirmed she felt comfortable stimulation. It was noted that the patient wanted to change back to setting she was on. She changed back to program 4 at 2.1v and confirmed she now felt stimulation on that setting and confirmed it was comfortable. However, they changed back to program 4 at 2.1v and confirmed she now felt stimulation on that setting and confirmed it was comfortable additional information was received from the patient and it was reported that the patient went to the doctor 4-5 weeks prior to the report and told the doctor she didn't think it was working right. The patient reported that she was having to run to the bathroom really quickly, couldn't hold it and with the bladder was having to go more often. The patient reported that she started on program 4 at 2.1 volts; doctor reprogrammed her 3-4 weeks prior to the report to program 1 at 1.4 volts. The patient reported that after a couple of days not working she went back to program 4 at 2.1 volts but it was too high. The patient was currently on program 4 at 1.1 volts. The patient was not feeling stimulation at the time of the call and therapy was noted to be on. The amplitude was increased to 1.4 volts on program 4 and the patient reported that they felt stimulation in the correct area. The patient also reported that she thought ¿the thing had dropped¿ in her body, thought it was lower than what it was.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.